Manufacturer narrative:
Additional lot included in 5260699. Additional medical device expiration date: 09/30/2020. Additional device manufacture date: 09/17/2015. Bd received the actual sample from customer facility from lot# 5274883 for evaluation. The sample showed a damaged collar hook. Bd also received representative samples from two lots, 48 representative samples from lot# 5274883, and 48 representative samples from lot# 5260699. Samples from both lots were hand activated to evaluate defective locking of the safety shields. The lock-out features engaged appropriately on all samples and could not confirm customers' indicated failure mode. A review of the device history records for lot #5274883 and #5260699 revealed no irregularities during the manufacturing. Conclusion: unconfirmed complaint. Bd was not able to duplicate or confirm the customers¿ indicated failure mode, the root cause is indeterminate.

Event description:
It was reported that the safety falls or breaks during activation of the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter. Customer reports that problems are with two different lots, #5274883 and also #5260699. No serious injury, blood to mucous membrane exposure or medical intervention was reported.